Manufacturer narrative:
D10 concomitant products: 125037 37fr lt bronco cath pu cuff x1 (lot# 202306393x) 125037 37fr lt bronco cath pu cuff x1 (lot# 202306393x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the cuffs of the three bronco catheters lost pressure. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the three catheters showed no sign of defects. The returned units were inflated using a syringe and leak tested under water. No leakage was detected. The returned units were inflated and deflated three times, and no defect was detected. The returned unit remained inflated for a four-hour period and no leakage was detected. It was reported that the cuffs of the three bronco catheters loses pressure. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: syringes, three-way stopcocks or other luer tip devices should not be left inserted in the inflation valves for extended periods of time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.